Event description:
The following information was reported to gore: on (B)(6) 2020, this patient underwent endovascular treatment for a type b thoracic aortic dissection and was therefore implanted with a gore® tag® conformable thoracic stent graft with active control system. When attempting to advance a gore® tag® conformable thoracic stent graft with active control system tgm343415e over a cook lunderquist® 0.035¿ guidewire prior to the implant procedure, great resistance was met and the wire became stuck in the leading olive of the device catheter. Reportedly, the tgm343415e component was flushed during preparation according to the instructions for use. The device catheter was removed together with the wire. No further issues were reported.

Manufacturer narrative:
D10. Returned to manufacturer on: provided date. D10. Device available for evaluation: changed selection. H6: code 213 - the review of the manufacturing records verified that the lot involved in this event met all pre-release specifications. The gore® tag® conformable thoracic stent graft with active control system tgm343415e /17353222 was returned to gore. The guidewire used during the procedure was not returned. During the engineering evaluation a guidewire was able to be advanced from the tip through the leading olive but required additional force. The guidewire was not able to be fully inserted through the length of the device, likely due to an obstruction near the proximal end of the strain relief. The difficulty observed when advancing a guidewire through the leading olive is consistent with the reported event description. Based on the investigation, a root cause for this observation could not be confirmed.